Event description:
International customer reported that a patient presented with skin flap necrosis at an unspecified time following breast surgery. Dressing changes were performed. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.